Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of 403 failure code was confirmed during product evaluation. The root cause was identified as a faulty user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
During product evaluation by baxter service personnel a colleague infusion pump experienced failure code 403:317:871:0000. This condition interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.